Event description:
Caller reported tandem mobi cartridge alarm during load process. There was no adverse impact to the customer's blood glucose level. Technical support instructed caller to remove cartridge and deliver a 9-unit bolus, which was completed successfully. Caller initially could not reload original cartridge and resume insulin therapy, so technical support assisted in loading a new cartridge using proper technique, allowing caller to successfully resume insulin therapy. Issue was resolved.